Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented in the ER after receiving an alert for out of range impedance. It was noted that the capture threshold increased and that the impedance was high. No noise or high impedance was reproduced while doing isometrics exercise. The lead was capped.